Manufacturer narrative:
H3, h6: the device (pn 110164), used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. Navio surgical technique guide for knee arthroplasty (500197 revb) provides instructions for using the bone screw driver. We were able to confirm if there was a relationship established between the reported event and the device. Nothing was identified from visual inspection that contributed to the reported problem, however functional evaluation found that the pin driver failed to turn/rotate the bone pin because the inner driver is no longer attached to the pin driver. The malfunction was caused by mechanical component failure. A corrective action has been opened regarding this issue. The medical investigation found that per complaint details, the device malfunctioned during use. Based on the information provided in the field report, the procedure was completed with a backup device without delay or patient injury; therefore, no further medical assessment is warranted at this time.

Event description:
It was reported that during the insertion of pins in a tka procedure, the pin driver broke. Another instrument (a speed pin driver found in the legion primary set) was used to insert pins without delays. No other complications were reported.